Event description:
It was reported the surgeon has seen some flames at the connection level during use. There was no patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned. Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.